Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data not available for evaluation. Product return received for transmitter and receiver. Product investigation concluded that there was no defect found with transmitter and receiver.